Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture break or did the suture separated from the needle during the procedure? The suture broke in all the 3 incidents. Did the patient experience any adverse consequences due to suture breakage or pull off intra op issue? No. What tissue was being approximated or sutured when suture broke or pull off intra op occurred? Ligation of vessels. What was used to complete the procedure? Another foil of sutupak code sw211 was used to complete the procedure. Product code for each of the 3 ips ¿ sw211 for all 3 ips. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in medwatch report: (B)(4).

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke, it happened in 3 foils of the same batch. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 04/19/2021. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness but no such defects were observed. All the individual tensile strength values for retain sample were found meeting average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 04/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.